Manufacturer narrative:
Continued additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "right deflation."

Event description:
Physician reported "right deflation." The device remains implanted.

Event description:
Health care professional reported, right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold and wear abrasion. Leak test was performed, and found opening on radius. A microscopic analysis was performed which identify, opening striated on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated edge opening on radius side assessed, as surgical damage.

Event description:
The device has been explanted.